Manufacturer narrative:
Product complaint # (B)(4). Corrected information: h3. Device evaluated by manufacturer? Additional information: h6. Component code, h6. Type of investigation, h6. Investigation findings, h6. Investigation conclusions. H6. Component code: g07002 - no device problem found. H3. Investigation summary: the product was returned to ethicon for evaluation. One fully opened straight folder packet, placed inside a petri dish, was received for analysis. Product code m8720 is a multistrand suture and should contain four double armed strands per packet. During the initial inspection of the returned sample, the straight packet was found fully open, and the dispensing tab was missing. The straight folder was carefully examined, the strands were removed and inspected, and no foreign matter or hair was observed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed, since the foreign matter was not found on the sample. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an cardiovascular procedure on (B)(6) 2026 and a suture was used. When they opened the suture pack, they realized that there was hair in it. There were no patient adverse event. Product is available for return. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please provide the lot number. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.